Manufacturer narrative:
Based on additional information received following submission of the initial report, this event (unstable anterior chamber) does not meet criteria for reporting as a serious injury/malfunction. No further reports required. No further report will be submitted under this mfg 2028159-2023-01480. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that the actual suspect is 2.0 mm knives (mani 2mm, not a company product). The 2.0mm knife used for the main incision was the cause.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery while using an ophthalmic console the surgeon found that unstable anterior chamber in sculpture. The surgery was completed on the same day. The patient impact was not reported. Additional information has been requested, but none received to date.